Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7137149/7137169/7137185.

Event description:
It was reported that the patient experienced a bleeding and was prescribed with medication. The patients trial leads were pulled out. No further information has been obtained despite good faith efforts.